Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that patient underwent an ulnar collateral ligament procedure on (B)(6) 2013. During the procedure, the sleeve was sticking to the handle and fractured the top of the shaft. As a result, a delay of 30 minutes occurred and another juggerknot was utilized to complete the procedure.